Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and seizure ("non epileptic seizures") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), hypersensitivity ("they also developed allergies and did not have any prior to the essure implant."), metrorrhagia ("bleeding in between periods") and abdominal distension ("they look like pregnant"). The patients will be treated with surgery (hysterectomy planned for early spring because of the essure implants). At the time of the report, the pelvic pain, seizure, hypersensitivity, metrorrhagia and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, hypersensitivity, metrorrhagia, pelvic pain and seizure with essure. The reporter commented: removal of the essure implants via hysterectomy is scheduled for early spring. Amendment: the report was amended on 17-dec-2018 for the following reason: patient¿s information, lot number and start date of essure were deleted. This case belongs to an unspecified number of female patients. Another case was already created for one single patient which had experienced the same events. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.